Event description:
It was reported that pump displayed malfunction message malf 24 with fault ID 24-0x2219, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy while pump was out of use, and technical support arranged shipment of replacement pump under warranty.